Event description:
Major pump unit(s) involved: drive unit failure.additional text: rvad compressor failure.specific component(s) involved: pump drive unit malfunction.compressor failure leads to no power to blood pump.causative or contributing factor: no specific contributing cause identified.type: both (in the same or visit).

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: pump drive unit malfunction.